Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user switched the device to pacing mode with no ECG electrodes attached to the patient. Review of the log showed the device was turned on in manual defib mode at 6:41:58. The device detected pads on message (valid impedance) at 6:43:09. The device displayed an ECG signal through pads without noise. The user turned on pacer mode at 6:56:41. The device lost the ECG signal after the device was turned in pacer mode due to no ECG leads being connected to the patient. The device was recertified and returned to the customer. It's noteworthy to mention during pacing, x-series capture pacing and ECG signal through leads only. The pad view is not available during pacing per design. ECG lead fault and ECG multi-lead fault error messages are not device malfunction but an indication that the leads are not connected to the patient/device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device could no longer obtain an ECG signal via electrode pads after the seventh analysis. Complainant indicated that the clinician disconnected the pads at both ends of the cord and reconnected them and then tried a new set of pads. Then the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.